Manufacturer narrative:
Base on additional information received there was no allegation against the device, therefore this issue was determined no longer reportable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended which cause the ipg to be unable to communicate with external devices. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.